Event description:
It was reported that 11 days post a coronary drug eluting stenting treatment procedure an aneurysm had formed inside a stent. In 2004 an angioplasty was performed and a stent was implanted in the non tortuous, 80% stenosed mid lad. The lesion was predilated with a 2.5x15 maverick balloon. The pt was discharged home. The pt returned 11 days later with complaints of chest pain and was found to have an aneurysm in the first stent, the taxus express2 2.5 x 24mm drug eluting stent. Two new stents were placed, a taxus2 2.25x12mm drug eluting stent and a taxus express2 2.25x16mm drug eluting stent. The pt was reported to be stable but will remain under observation to monitor growth of the aneurysm. In the opinion of the physician, this event was related to co's product.